Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right atrial (ra) and right ventricular (rv) lead impedance could not be measured successfully. The physician elected to perform a lead revision. During the procedure, the ra lead displayed normal values. The rv lead exhibited failure to capture, low pacing impedance, low sensing, and failure to extend and retract helix. The physician explanted and replaced the rv lead. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to user concern with the lead impedance error message. The patient condition was stable.